Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose went down to 38 mg/dl. He stated he had looked at his sensor and it had given a reading of 98 mg/dl when he felt like his blood glucose was low. Customer did not have his meter with him. When he was able to check, it was 38 mg/dl and he drank juice to bring up his blood glucose to 77 mg/dl. At the time of the report, customer's blood glucose was 86 mg/dl and the sensor was reading 135 mg/dl. Insertion techniques were discussed. Nothing further reported.